Event description:
It was reported that the patient experienced three infusion set fell off event during use on (B)(6) 2026. The infusion set was used for twelve hours.

Manufacturer narrative:
Initial 3 of 3.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545manufacturing site: 3003442380.